Event description:
Pt alleged she has experienced a persistent 'air in line' alarm daily.

Manufacturer narrative:
Product was not returned. Investigation is currently ongoing. When investigation is complete, a f/u with the results will be submitted. (B)(4) is currently under (B)(4), however, the reported lot is not included in this recall.